Event description:
Patient arrived to clinic on (B)(6) 2024 with noted damage to modular cable and damage to the outer casing of the black power lead on the controller. Controller and modular cable replaced.